Event description:
We were "steered" to esssure procedure (requested tubal ligation) in (B)(6) 2010. A 100% blockage hsg test in (B)(6) 2010. Confirmed viable pregnancy (B)(6) 2011. Due date (B)(6) 2011. Baby boy born (B)(6) 2011, water broke early, I believe from being punctured by essure coil. Extra monitoring and testing during pregnancy because we are considered "old" for child bearing. Delivery went normal. Baby boy is fine. Mother had post delivery bleeding that could not be located. Emergency dnc, and emergency "hysterectomy attempt" within 12 hours of delivery. Near fatal bleeding from abdominal tear. Blood transfusions. ICU.